Manufacturer narrative:
Examination of the returned femoral head and liner finds nothing outward to suggest product contribution in regards to the reported revision. Reason for revision was not provided. Additional event information was requested including patient demographics and x-rays. No additional information was received. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A review of the device history records by depuy international finds no related manufacturing deviations or anomalies that would have contributed to the event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was having a metal head and liner exchange for pain.